Event description:
It was reported an increase in occlusion alarms (both patient-side and bottle-side occlusion) over the past five months when administering 20% mannitol 500ml bags using 0.2-micron filter. The tubing used was (B)(4). The customer is unsure what is causing the alarms. There was patient involvement but no harm. Bd clinical practice consultant has engaged with the customer. It was found that 2 different types of inline filter administration sets are being used at the facility. It was reported that the customer (pharmacist) is reaching out to the pharmaceutical company (manufacturer of mannitol) to see if their facility can use a 1.2micron filter instead of 0.2micron filter. The customer further noted that "the offending product (tubing set) was removed and there has been a decrease in occlusion alarms."

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an general feedback on occlusion alarms with mannitol infusion was not determined because no products or device logs were returned.

Event description:
It was reported an increase in occlusion alarms (both patient-side and bottle-side occlusion) over the past five months when administering 20% mannitol 500ml bags using 0.2-micron filter. The tubing used was sku 2420-0007. The customer is unsure what is causing the alarms. There was patient involvement but no harm. Bd clinical practice consultant has engaged with the customer. It was found that 2 different types of inline filter administration sets are being used at the facility. It was reported that the customer (pharmacist) is reaching out to the pharmaceutical company (manufacturer of mannitol) to see if their facility can use a 1.2 micron filter instead of 0.2 micron filter. The customer further noted that "the offending product (tubing set) was removed and there has been a decrease in occlusion alarms."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.